Manufacturer narrative:
Fifteen unused catheters from the same lot as the suspect devices were returned to merit for evaluation. The returned units were visually examined with no defects being identified. Torque tests were performed and the catheters performed within specifications. There have been no other complaints filed for this lot. No relevant issues were identified in the device history record. The suspect device was not returned; therefore, the complaint could not be confirmed. Eval: other - complaint data reviewed, device history record reviewed. Results: other - catheter.

Event description:
It was reported that the diagnostic cardiology catheter was kinking while inside the body. There was no harm or injury to the patient.